Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. In an email received on 06/22/2018, suspicion of lead displacement with absence of effective atrial capture was noted and this lead was repositioned. The physician was dr. (B)(6) at (B)(6) in (B)(6), france. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).